Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H6: visual inspection: three skyline spring clip driver (p/n: 286830300, lot #: gm4798401, qty: (B)(4)) was returned and received at us cq. Upon visual inspection, the tip of one driver was stripped. The stripped condition of the driver tip was consistent as end of life indicators for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Reporter is a synthes employee. A review of the receiving inspection (ri) for skyline spring clip driver was conducted identifying that lot number gm4798401 was released in a single batch. Batch1: lot qty of (B)(4) units were released on (B)(6) 2017 with no discrepancies. As a result, the ri identified no issues during the manufacturing and release of this device that could have contributed to the problem reported by the customer. Visual inspection: three skyline spring clip driver (p/n: 286830300, lot #: gm4798401, qty: 3) was returned and received at us customer quality (cq). Upon visual inspection, the tips of the two drivers were observed to be deformed and the tip of one driver was stripped. The deformed and stripped condition of the driver tips are consistent as end of life indicators for the device. No other issues were identified during inspection. The received condition is consistent with the complaint condition thus the complaint is confirmed. Conclusion: after a visual inspection per guidance, it is determined that the reusable instrument is worn from repeated use and servicing; therefore, further investigation for the reported complaint device is not required. During the investigation, no product design or manufacturing issues were observed that may have contributed to the complaint condition; therefore, further corrective and/or preventive action is not required. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported on an unknown date that the screwdriver head of two (2) drivers had become deformed under normal use and are now unusable. This report is for one (1) skyline spring clip driver. This is report 1 of 1 for (B)(4).